Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.

Event description:
The customer reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down unexpectedly. There was no patient injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested from the customer, and will be reported if made available to us.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) shut down unexpectedly while in use on a patient. No adverse event has been reported.

Manufacturer narrative:
A company representative reported evaluating the iabp, and reported that saline was found around the connector between the coil cord cable and the rescue unit. The company representative cleaned the connector from saline contamination. Then, checked the boards for fluid ingress, but no fluid contamination was found. The company representative performed functional and safety checks to meet factory specifications. The iabp was released back to the customer, and cleared for clinical use.

Event description:
The customer reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down unexpectedly. There was no patient injury or adverse event reported.